Event description:
IV intercath was successfully placed in antecubital vein and connected to tubing for IV injection without incident. During pressure injection a "restricted pressure" warning was noted on the medrad and injection was aborted by technologist. When she went to take out the IV, the sheath was disconnected from the intercath and was sticking out of the patient's vein. The entire sheath was successfully removed from the patient's vein.